Event description:
As reported, the sheath/dilator packaged with the 5f xcela power injectable PICC device failed to peel properly - the "t" handle separated from the sheath leaving the sheath inside the patient. The sheath was able to be peeled apart with hemostats. There were no patient complications. The used sheath was disposed of at the hospital.

Manufacturer narrative:
Although no sample is being returned for evaluation, navilyst medical is contacting the sheath supplier and the investigation for this event is still on-going. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).